Manufacturer narrative:
After review of additional information received other relevant history, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated and correction/removal reporting number have been updated accordingly. The reported event of a controller failure was confirmed on the returned controller, (B)(4). Two controllers, four batteries, a battery charger and battery charger ac adapter were returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis of controller ((B)(4)) revealed several vad disconnect alarms logged on (B)(6) 2016 between 17:14:26 and 17:15:21. These alarms indicate a disconnection of the driveline from the controller. Analysis of controller ((B)(4)) revealed that the device failed visual inspection due to bent pins in power port one. The most likely root cause of these bent pins can be attributed to a forced connection. The manufacturer has opened an internal investigation to evaluate bent pins in controllers and battery chargers. Additionally, the device failed functional testing as it was unable to start and run a test bed motor fixture. Supplemental testing revealed that a fairchild metal-oxide-semiconductor field-effect transistor (mosfet) on the power board was found shorted, which subsequently caused the controller to lose functionality. The mosfet was replaced with a known working mosfet transistor and the results revealed that the controller was able start and functioned as expected. The supplier has opened and internal investigation for controller failures due to a shorted fairchild mosfet transistor on the power board. Analysis of controller, batteries, battery charger and battery charger ac adapter ((B)(4)) revealed that the units met specifications; the devices passed visual and functional testing. Log file analysis of controller ((B)(4)) did not reveal any anomalies during the analyzed period, the controller was not in use. Based on the available information, the most likely root cause of the reported event can be attributed to a shorted fairchild mosfet. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: date returned to manufacturer. Battery - (B)(4) / unique identifier (UDI) number: (B)(4). Battery - (B)(4) / unique identifier (UDI) number: (B)(4). Battery - (B)(4) / unique identifier (UDI) number: (B)(4). Battery - (B)(4) / unique identifier (UDI) number: (B)(4).

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that on (B)(6) 2016, the patient's controller failed. It was stated that the patient collapsed and fell down. The controller could not be restarted and resuscitation by ambulance personnel was unsuccessful. It was further stated that the patient died on that day in the bathroom. No additional information available

Manufacturer narrative:
Additional information received stats that log files will not be able to be obtained as the controller did not start and the display remained blank, but was sounding a no power alarm. At the time of the controller failure, the patient was connected to two batteries and it is unknown if the patient had been manipulating the power sources, drive line cable or controller. The patient was in the bathroom at the time and when the spouse heard the alarms, she found him collapsed. She attempted to restart the controller, but was unable. It was noted that port 1 contacts are damaged. The batteries were returned on 12/02/2016; however, it is unknown which of these were involved in the event. These devices will be analyzed and reported as required. Battery - (B)(4), exp date: 03/31/2017, mfg. Date: 03/31/2016. Battery - (B)(4), exp date: 03/31/2017, mfg. Date: 03/31/2016. Battery - (B)(4), exp date: 03/31/2017, mfg. Date: 03/31/2016. Battery - (B)(4), exp date: 03/31/2017, mfg. Date: 03/31/2016. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.